Event description:
It was reported that the pt developed a possible fibroma. The hcp believed that it might be related to the catheter. No other info was provided at the time of this report. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).